Event description:
The biomed is reporting the v60 is displaying diagnostic code proximal pressure sensor autozero failed. The customer reported that the unit was not in use on patient. The customer contacted product support and the customer has confirmed multiple log entries for diagnostic code proximal pressure sensor autozero failed in the significant event log. The proximal pressure is not measured and pressure-related alarms are compromised. Product support advised to replace the proximal auto-zero solenoid (sol 3 and sol 4) or replace the data acquisition (da) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed reported that the part needed to repair the unit is the gas delivery system (gds). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas deliver system (gds) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.

Manufacturer narrative:
The biomed reported that the issue occurred at startup, no patient involvement and no delay reported. The customer has confirmed multiple log entries for proximal pressure sensor autozero failed diagnostic code on the significant event log. The product support advised that the proximal pressure is not measured and pressure-related alarms are compromised. The repair is pending.